Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device was tested with hard paddles and a quik-combo cable with no problems observed. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during patient use, their device would not recognize the internal paddles when connected. The device prompted to "connect cable" even though the cable was connected. The customer connected known good hard paddles to the device and received the same message. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.